Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital with red heart alarms. Once connected to the monitor, several pump stops were observed. The patient's driveline was severely damaged and manipulating the driveline further by the hospital staff turned the pump back on again. There was at least one, probably more damaged wires that led to the pump stops. Rescue tape was applied to the driveline but a repair was not possible. A pump exchange was suggested but the hospital staff decided that the patient is not eligible for surgical intervention. The patient was clinically stable, the pump had stopped completely and the controller was disconnected. The patient was put into palliative care.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump-stop events can be confirmed based on the submitted log files. Superficial driveline damage of the patient¿s driveline was also confirmed through images submitted by the account. Throughout the captured data in the submitted log file, numerous low speed, low flow, driveline fault, and pump-stop events were captured while the patient was supported by batteries. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with two or more damaged wires in the patient¿s driveline, however, a specific cause for the low speed, driveline disconnect, and pump-stop events cannot be conclusively determined through this evaluation as no product was returned. Photos of the observed damage at the terminus of the previous clamshell were submitted. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. Incidental findings included superficial damage to the outer silicone jacket. Backup battery fault alarms were also captured throughout the submitted log file. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The implant kit was also shipped with heartmate ii lvas IFU, section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.